Event description:
No new information received client reports flow obstruction in the infusion. When used at the outlets, the intravenous fluid is obstructed, interrupting the infusion. Failure to use may result in bloodstream infection. There was no patient impact, only the risk of not using the connector. Additional information received on 23 apr 2024: can you return the affected product (with its original packaging, if possible) for investigation? A: it is not possible as the devices have been discarded. If it is not possible to return the affected product, please provide detailed photographs of the product and the damaged area. R: not attached. Please confirm how many products have been affected by this issue? A: we had several episodes. Please confirm what medication was being administered. A: serum infusion, sedation, packed red blood cells. Please can you confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? R: no reply. Please can you confirm the make and model of the connecting products? A: labor import infusion equipment, 3-way faucet markmed please can you confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? A: there is no visible defect. Please confirm whether the flow was completely or partially blocked? A:total. Please confirm if any leakage was observed. A: there wasn't. Please confirm if any connection issue was observed. A: it wasn't noticed. Is there any other impact to patient, if yes describe in detail. A: this input helps to avoid anger. Please confirm what substance was being infused during the time of the event? A: serum infusion, sedation, packed red blood cells. Please confirm whether the flow is slower or fully obstructed. A: fully clogged. Was another device required/used to complete the procedure? A: remove the device. How was the procedure completed? A: no device. Is the physical sample (of the affected device) available for return for evaluation? A: no.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "flow obstruction in the infusion". The product in use at the time is reported to be a 2000e7d from lot 1027031. Further information from the customer stated that the flow was completely blocked during serum, sedation, packed red blood cells infusion while the device was connected with 3-way faucet markmed infusion set. The customer also confirmed that there was no visible defect on the device at the time of incident and leakage was not observed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1027031 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: client reports flow obstruction in the infusion. When used at the outlets, the intravenous fluid is obstructed, interrupting the infusion. Failure to use may result in bloodstream infection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.